Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, difficulty in delivery was noted and the device was used together with guideliner. The balloon was ruptured during the first dilation. The procedure was completed with a different device. No patient complications reported.